Manufacturer narrative:
Evaluation summary: the lens was returned positioned incorrectly in the lens case. One haptic is broken against a post of the lens case. The other haptic is bent due to the position in the lens case. The optic is torn/split/cracked broken into pieces against posts of the lens case. Lens damage was observed. The lens damage and position in the lens case was most likely interpreted as the reported complaint of "found to be twisted". Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. If the lens becomes misaligned in the lens case lens damage may occur. Based on the additional information received following submission of the initial report, this event of the iol being found twisted upon opening the package does not meet criteria for reporting as a reportable malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the iol was found to be twisted upon opening the package.

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before an intraocular lens (iol) implant procedure, the iol was found to be twisted. The surgery was completed with another product. Additional information has been requested.